Event description:
Md wanted to use "hot snare" (polypectomy with cautery) snare placed around polyp but cautery would not work with the snare cautery machine used previously without problem so snare was switched. No harm to pt.